Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1880 was requested and the device was returned.

Manufacturer narrative:
The pump was received with a blank display. Unable to perform the self test, sleep current measurement, and active current measurement due to blank display. Unable to test for failed battery test alarm due to blank display. Unable to download history files and traces using thump due to blank display. Unable to generate the power management graph due to blank display. Pump was cut open to perform visual inspection and found corroded pcba 1, and pcba 2. The motor had moisture damage. No damage noted on the force sensor. The pump was received with cracked battery tube threads, cracked/broken case at the battery tube side and cracked case at corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, faded/stained serial number label, stained keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. Using a test pcba 1 and the original pcba 2, the pump had blank display. Using a test pcba 2 and the original pcba 1, the pump had blank display. Blank display was confirmed during analysis due to corroded electronic assembly. Unable to perform the history review 1 week prior to the event date 30-jul-2024 in the pump history file due to blank display. Unable to perform the required tests due to blank display. Failed battery test alarm unknown. Cosmetic damage was confirmed at the back of the pump. Blank display was confirmed during analysis due to due to corroded electronic assembly. Unable to upload/download confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.